Event description:
It was reported that during a da vinci si surgical procedure, it was noted that the cable that controls movement on the megasuturecut needle driver instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was broken at the distal idlers pulley. The idler pulley spun freely; however it exhibited damage on the edge and on the surface. Engineering concluded that the damage was likely due to excess force contact at the surface and mishandling. The cable at the wrist also stuck out. The other cables at the wrist did not exhibit damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.